Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose was over 130 mg/dl. During troubleshooting, found battery out limit alarm and bad battery alarm in history. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.